Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the flange of the device was detached from the cannula. It was stated they replaced the trach.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. A visual inspection was conducted and it was observed that the flange is separated from the tube as well as it was noticed damage on the flange and both outer cannula holes which would have been detected immediately in the manufacturing process since that defect is extremely obvious. A dimensional test was performed to the outer cannula holes and flange lug pins and all the readings are within applicable specification. If information is provided in the future, a supplemental report will be issued.